Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening and loosening the set screw.

Event description:
It was reported that during device implant procedure, set screw issue was observed. First, physician was unable to tighten the set screw and when the physician tried to unscrew the set screw, it cannot be loosened. Physician was able to pull the lead out of header after several attempts. Device was not used and was replaced.